Event description:
According to the complainant, during therapy, multiple air in line alarms were experienced. Air bubbles were visible and were not able to be cleared from the lines. No patient complications were reported as a result of the event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was submitted to the manufacturer for evaluation. Through visual examination, bubbles were observed suggesting the presence of air in line. Based on the photo, the reported defect is confirmed. Although the photographs were confirmed and the air in line could not be replicated, a possible root cause of air in line alarms could be related to an incomplete priming of the IV line, infusion of cold solutions which may exhibit air bubbles coming out of solution as the fluid warms, or incomplete filling of the drip chamber during priming. Multiple complaints were reported against various items for the air-in-line. An approved project for air in line issues was initiated. Since a lot number was not provided, it is not possible to determine if this device met the specifications that applied at the time it was manufactured. If the device was manufactured before the approved project actions implemented, then the device is within specification. However, if the device was manufactured before the implementation of the actions taken within the approved project, there is a potential the device is not within specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.